Event description:
It was reported that the trans-esophageal echocardiogram (tee) in the cardiovascular operating room revealed thrombus throughout vasculature, including large thrombus on or near pulmonic valve and pulmonary embolism. A thrombectomy was scheduled for the following morning. It was reported during impella support the patient experienced bleeding and was transfused with platelets and blood. The patient condition began to deteriorate following impella alarms for suction events and impella in aorta alarm. The pump was turned down to p2, and tee was used to visualize the impella. The impella was found to still be in the left ventricle, but shallow. The impella was repositioned, but suction alarms continued above p5. The impella's inlet did not appear obstructed under tee. The patient continued to deteriorate with decrease in mean arterial pressures and increase in vasopressor needs. Patient went into ventricular tachycardia and was defibrillated. Later went into pulseless electrical activity with multiple rounds of cardiopulmonary resuscitation initiated. The code was eventually terminated and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04546 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
The user facility reported that a 66-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and suction alarms. The pump flow decreased suddenly upon the occurrence of "suction" alarms about 5 days into support. The pump flow was unable to exceed 3 l/min without recurrent "suction" alarms and issue persisted despite the pump being in proper position and the presence of sufficient left ventricular volume. Despite the low flow, the decision was made to keep the device implanted. It was noted also that the patient had clotting issues. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs showed the pump flow dropped following a sudden motor current spike. Additionally, after the spike, the "suction" alarm triggered with low flow and non-pulsatile motor current waveforms. Visual inspection of the pump revealed the presence of a large mass of biomaterial on and around the outflow cage and the impeller. A smaller mass of biomaterial was wrapped around the cannula. Based on the available information, the root cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.